Manufacturer narrative:
Concomitant products: product ID 97702, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had been having pain that started on (B)(6). A loss of therapeutic effect was reported. When the patient went to their primary care physician the day of the report they told the patient ¿to see the manufacturer¿s representative (rep) to look at the stimulator because I am having severe pain.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.